Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. The cannula comes out of the patient's body and that the self-adhesive of the infusion set was wet with insulin the patient experienced elevated blood glucose levels. The reporter alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.